Event description:
Shortly after the implantation, it was reported that there was a communication problem between the implant and the external equipment. External equipment was exchanged. However, the pt still reported charging issues. The surgeon replaced the implant with another advanced bionics spinal cord stimulator.